Event description:
The customer contact reported hemolysis following a transfusion of packed red blood cells. On an unspecified date and time, the device was programmed to deliver packed red blood cells (prbc) and the delivery was started. No specific programming parameters were provided. It was reported that citrate, phosphate, dextrose-adenine (cdpa) had been added to the prbcs. After an unspecified length of time following the completion of the prbc delivery, the customer contact reported that the pt's urine was noted to be discolored. At that time, a urinalysis and unspecified blood tests were performed. It was reported that the urinalysis results indicated hemoglobinuria, and the blood tests results indicated fragmentation of the rbc (red blood cells) and that the hemolysis was non-immunologic. The pt's condition was reported as stable. The customer contact indicated that unspecified monitoring was required for an unspecified length of time to assess the pt for hemoglobinuria. It was reported that after an unspecified length of time, the pt's urine returned to normal. Though requested, no additional info was provided, including if the device was removed from clinical service.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.